Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction code. The customer's blood glucose (bg) level was 285 at the time of the event and insulin injections were administered to address the bg level. The customer did not know if the malfunction contributed to the high bg. The customer reverted to using insulin injections for insulin therapy.